Manufacturer narrative:
Information contained in a voluntary med-watch indicated that the distal type of an svg 0.018 wire separated and remained in the patient during a peripheral vascular intervention. The patient's medical history is significant for coronary artery disease, multiple stenting procedures involving the rca, leg with diminished pulse, aortic valve disorder, hypertension, hyperlipidemia, history of seizure disorder, history of depression, history of gastric esophageal reflux, and fibromyalgia. The target lesion was the right superficial femoral artery. The lesion was an instent restenosis. There was difficulty crossing the lesion with the wire and had prolapsed on itself. At some point it was noted that the wire had a small fracture at the distal tip. During the angioplasty and stenting process, the wire itself was removed but the fracture piece at the tip was actually imbedded against the wall of the vessel with no hemodynamic instability on the part of the patient. The small piece of wire that remained within the vessel was non-flow limiting. The sterile lot number for the device is unknown therefore a device history report review could not be performed. The reported customer complaint of tip separated could not be confirmed without the return of the device. Guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Guidewire manipulation/torquing should always be performed under fluoroscopic guidance. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Review of the information provided suggests that vessel/lesion characteristics and/or procedural factors may have contributed to the reported event. There is nothing in the analysis, the reported information or the device history review to indicate that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
During the percutaneous peripheral vascular interventional procedure involving the right superficial femoral artery, the sv5 guide wire had a very small fracture at the distal tip. During the angioplasty and stenting process, the wire itself was removed but the fracture piece at the tip was actually imbedded against the wall of the vessel with no hemodynamic instability on the part of the patient. The small piece of wire that remained within the vessel was non-flow limiting.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.